Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Medtronic representative reported via phone call low blood glucose and hospitalization. Paramedics arrived on two separate occasions when customer went low. Customer had low blood glucose one of the times because of exercise. Customer's healthcare provider made changes to their basal rates and they feel that these rates better suit them. Customer declined to speak to the 24 hour helpline.